Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the sensor was stuck in the customer's arm. It was reported that the copper piece of the sensor was stuck in body. The site issue was reported for a couple of days. The customer did not seek medical treatment as a result of the incident. The sensor will not be returned for analysis.